Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of thrombosis is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that on (B)(6) 2025, the patient, with a history of coronary artery disease and st elevation myocardial infarction (stemi), had one xience skypoint (3.0x48 mm) stent implanted. On (B)(6) 2025, the patient was re-admitted with chronic ischemic heart disease (a pre-existing condition) and thrombosis of the cardiac prosthesis. Thrombus was in the right coronary artery. Percutaneous transluminal coronary angioplasty (ptca) was performed. There was no adverse patient sequela. The patient was discharged home on (B)(6) 2025. No additional information was provided.